Event description:
Follow up information reported that the date of the lead revision was (B)(6) 2012. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from the patient's physician that reported a lead and implantable neurostimulator (ins) revision was performed. It was noted that the revision was necessary because the patient was receiving stimulation to the back and left lower extremity, but it was not covering the entire area of the patient's pain. The patient also experienced positional changes in stimulation. The lead was replaced and reconnected to the previous ins. The ins was re-implanted to adjust for the positional changes in stimulation. No injuries were reported. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the experienced stimulation to the abdominal area and loss of stimulation therapy to the area of her pain. X-rays taken showed that the lead accessory of the implantable neurostimulator (ins) had migrated to a lateral position. Impedance measurements showed no issues. The patient was scheduled to undergo a lead revision. Per manufacturer's device registry, the lead was noted as being replaced on (B)(6) 2012. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), lead: model 3778-60, serial# (B)(4), implanted: 2007 (B)(6), explanted: na, recharger (B)(4), serial# (B)(6), programmer 37742, serial# (B)(4). (B)(4).